Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have a frayed grip cable at the grip hub. Some filaments of the cable were frayed, but the cable is not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the user observed damaged cable on the mega needle driver instrument. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. No damage or anything out of the ordinary confirmed. Suturing was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. No issues related to opening/closing of the grips, left/right (yaw) motion of the grips, up/down (pitch) motion of the wrist. A cable was visibly protruding from the distal end of the instrument.